Event description:
During a phacoemulsification procedure, the surgeon reported that the patient received a corneal burn in the operative eye. The surgeon indicated that she believed the handpiece was at fault. The patient required 6 sutures and tissue glue to seal the wound. Patient outcome is not known at this time.

Manufacturer narrative:
Evaluation summary: the phaco handpiece was returned to the manufacturer and was functionally and visually evaluated. The results of the evaluation indicated that the handpiece successfully passed all specified requirements. The cause of the incident experienced by the customer was not able to be determined.